Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 investigation conclusion code - 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that an unspecified sensor issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause could not be determined. The reported event of an unknown sensor issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.